Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 153 mg/dl. Advised customer to discontinue use of the insulin pump because it will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Insulin pump did no button error alarm noted. Down arrow button did not respond due to corroded keypad trace. Insulin pump received with cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.